Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed the tip of the syringe to be broken. No damage or molding defect can be observed in the thread or plunger. A microscopic inspection revealed no damage or molding defect in the thread, in the broken tip, or on the plunger. On checking molding parameters for barrels of the mold where this barrel was molded, all of them were within specification limits. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1702251p. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the inner part of a bd plastipak¿ 50 ml concentric luer lock syringe broke off during use and the drug noradrenalin ran onto the floor instead of into the patient. The patient's blood pressure fell rapidly and monitoring alerted nurse who acted quickly to raise the patient's blood pressure.

Manufacturer narrative:
Results: one used sample without packaging was returned for evaluation. A visual inspection revealed the tip of the syringe to be broken. No damage or molding defect can be observed in the thread or plunger. A microscopic inspection revealed no damage or molding defect in the thread, in the broken tip, or on the plunger. On checking molding parameters for barrels of the mold where this barrel was molded, all of them were within specification limits. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1702251p. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.